Event description:
We received an allegation of questionable high potassium electrode results, resulting in increased sample recollection for multiple patient samples tested on a cobas ise neo analytical unit. Only one patient sample with a valid comparison result was provided: on (B)(6)2026: the initial result from the analyzer was 5.88 mmol/l. On (B)(6) 2026: the repeated result from another cobas ise neo analytical unit was 6.41 mmol/l.

Manufacturer narrative:
The electrode serial number detail is (B)(6), with an expiration date of 02-nov-2026.